Event description:
It was reported that the pt went to the clinic to pick up a replacement speech processor as his original speech processor had reportedly stopped working approximately 2 weeks ago. However, the pt was unable to hear with the new equipment either. All the external equipment was checked and found to be working normally. The pt denies pain, head trauma and recent illness. The problems started a few weeks ago, he could hear for about 10 minutes and then would be able to no longer hear any sound. Sometimes the sound would return after a few minutes, sometimes not. Testing carried out by the audiologist at the clinic, on (B)(6), 2010, showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.